Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted blood and tissue in the helix mechanism. Due to the tissue, the helix mechanism was not functioning. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and poor sensing. The helix problems noted during analysis are unlikely to have contributed to the reported observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and poor sensing. A revision procedure was performed. During the revision, it was noted the lead was stretched. It was reported the lead had not been sutured properly. The lead was replaced. No adverse patient effects were reported.